Event description:
Mastectomies in 1984. Follow-up tissue expansion with prosthesis implantation. History of fatigue, fever, swollen glands, aching joints, depression. Work up for lymphoma/metastatic disease negative. Eosinophilic infiltration and chronic productive cough. Diagnosed status post polyurethane coated breast implants with residual problems. Removed implants sent to pathology.